Event description:
Device 1 of 5. Reference MFR report: 1627487-2011-04362, 04363, 04364, 04365. The patient has two scs systems (both with two leads). It was reported the patient reported no stimulation on the left side of the cervical scs system. The patient has two leads with different lot numbers for this cervical system. The sjm representative noted all but one of the contacts were invalid. When trying to use the one valid contact, the patient noted pain at the ipg site. The other lead had normal impedance, but the stimulation was positional. The second scs system is thoracic, only the leads will be reported upon. The sjm representative noted invalid contacts on one of these leads (both have different lot numbers); balanced stimulation was not able to be obtained for the right and left side. Follow up revealed the physician wanted to perform an x-ray to determine the next course of action for both systems.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.